Manufacturer narrative:
Date of event: exact date unknown/not provided. Best estimate date is between (B)(6) 2019-(B)(6) 2020. (B)(4). Device evaluation: on february 28, 2020 the lens was received in a sealed pouch provided by the customer, in addition a biohazard bag. Visual inspection with the unaided eye revealed that the lens was received cut in half, which is consistent with a lens that was handled during explant. Additionally, viscoelastic residue was observed on the optic body and haptics. The lens was cleaned, and no cosmetic defects were observed on both haptics. Based on the condition of the return lens no further product evaluation (visual inspection of optic body) could be performed. The complaint issue could not be confirmed, and no product deficiency was identified. Manufacturing record review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed in the results revealed no other complaints have been received for this po number. Conclusion: based on the results of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's right eye due to a mechanical complication. Further information was provided and it was learned that the reported mechanical complication was in reference to the patient having previous lasik, and when the patient got the lens implanted it threw her numbers off. The patient became near sighted. There was nothing wrong with the lens. At explant there was no vitrectomy, incision enlargement or sutures required. There was no patient injury. A model zct150 13.5 diopter lens was implanted as a replacement. The patient is doing fine upon discharge. No additional information was provided to johnson & johnson surgical vision.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.